Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "that the cuff(s) didn't inflate during pretest. Therefore, a new unit was used instead." No patient involvement was reported.

Manufacturer narrative:
(B)(4). Device returned on date entered in error. Device currently in transit to facility. A device history record review was performed and no relevant findings were identified. It is reported that the device was returned by the customer and is currently in transit. A second follow-up MDR will be submitted with the investigation results.

Event description:
Customer complaint alleges "that the cuff(s) didn't inflate during pretest. Therefore, a new unit was used instead." No patient involvement was reported.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reports that it was possible to inflate the yellow balloon without any difficulties and the balloon did not deflate. It was not possible to fully inflate the blue balloon. The balloon deflated since it was burst. Based on the investigation performed, the reported complaint was confirmed. There are several potential causes for balloon leakage/burst; however, an exact root cause could not be established.

Event description:
Customer complaint alleges "that the cuff(s) didn't inflate during pretest. Therefore, a new unit was used instead." No patient involvement was reported.